Event description:
While stimulation was turned on, the patient stated his adaptivestim (as) was not functioning correctly. The patient was aware of the time it takes for the changes to take effect. When the patient decreases stimulation, the system increases it again intermittently on its own. The patient waits the prescribed time and still this happens. This was happening more and more. The patient denied activities with excessive motions but he does swim laps in a pool, which was not a new activity. The patient denied falls, accidents, or traumas. When stimulation was increased, it makes the patient¿s leg shake and that has become dangerous because the stimulation has increased while he was driving. Shocking and jolting sensation was reported; increased stimulation was described as jolting. Barometric pressure makes the patient¿s pain worse. Lately the patient has been turning his device off so he does not have to deal with this issue. The patient has not been seen by his spinal cord stimulation (scs) physician in over a year. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).